Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. No further investigation is required.

Event description:
A caregiver reported customer receiving a 'lo' (reading less than 40 mg/dl) message on the adc freestyle libre sensor compared to readings from a healthcare professional meter. It further reported that on (B)(6) 2019, the customer experienced ¿loss of face color, not able to speak, sweat, pain in the chest and very sleepy¿ and was unable to treat themselves. The customer was taken to the hospital and a sensor reading of 39 mg/dl was obtained compared to a reading of 575 mg/dl was obtained on the hospital meter and the customer was diagnosed with hyperglycemia. The caller reported that customer received treatment from both hcp or a non-hcp however, the specifics of the treatment was not provided. No further information was provided. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported customer receiving a 'lo' (reading less than 40 mg/dl) message on the adc freestyle libre sensor compared to readings from a healthcare professional meter. It further reported that on (B)(6) 2019, the customer experienced ¿loss of face color, not able to speak, sweat, pain in the chest and very sleepy¿ and was unable to treat themselves. The customer was taken to the hospital and a sensor reading of 39 mg/dl was obtained compared to a reading of 575 mg/dl was obtained on the hospital meter and the customer was diagnosed with hyperglycemia. The caller reported that customer received treatment from both hcp or a non-hcp however, the specifics of the treatment was not provided. No further information was provided. Based on the information provided, there was no report of death or permanent impairment associated with this event.